Event description:
Customer reports that there are results of 58mg/dl and 342mg/dl in the device memory that are recorded as being performed within 1 minute. The customer states that they did not perform these tests with blood or glucose control solution and that they are unsure why they are stored in the device memory. No adverse event reported. Requested return of suspect device and replacement was sent.